Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a chemotherapy infusion completed 7 hours longer than intended due to the pump infusing slower than the programmed rate. The device was sequestered and sent to biomed for examination. Biomed felt the device was out of calibration per their testing findings and they were unable to calibrate device.

Manufacturer narrative:
The customer¿s report of the infusion running longer than intended was confirmed. The pump module log showed the user programmed an infusion at the rate of 42ml/hr for a vtbi of 990ml. The program was started on (B)(6) 2015 at 8:45:09am. The infusion was stopped on at 4:55:39am and continued on (B)(6) 2015 at 4:59:29am. The infusion continued until it was reprogrammed on (B)(6) 2015 at 12:38:25am for rate= 42; vtbi= 50. The infusion continued until 1:41:20am when it was programmed for rate= 42; vtbi= 20. The program completed on (B)(6) 2015 at 2:09:56am going into kvo mode. On (B)(6) 2015 at 2:11:48am, a new program was started for rate=42; vtbi= 20. The infusion continued until 2:21:50am when it was programmed for rate= 42; vtbi= 45. The program completed at 3:26:09am and went into kvo. Visual inspection observed signs of fluid ingression. Dried residue (yellow) was found on the pumping fingers and within the pumping finger grooves of the bezel assembly. The pump module also failed rate accuracy testing. The proximate cause of the slow infusion rates is believed to be fluid ingress interfering with the pumping mechanism.